Manufacturer narrative:
Reference number (B)(4). The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Post procedural complication, hernia, is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2020, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. Upon waking from anesthesia, she observed a small abdominal hernia near the new stoma site. The abdominal hernia began to get bigger and caused her pain when she would cough by (B)(6) 2021. She underwent a CT scan and an ultrasound in (B)(6) 2021. The patient stated the procedural md told her "he might have weakened the abdominal wall." On (B)(6) 2020, the hernia repair was performed as an outpatient procedure, and the site was still healing.